Manufacturer narrative:
The pump was received with unexpected restart alarms after a battery change and the memory was erased due to a faulty component on the interface board. The pump passed the operating currents measurement, self-test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. No external ram crc alarms were noted. The pump had minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed. The customer's blood glucose level was 81 mg/dl at the time of the incident. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.